Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Vizadisc (107120) was used during a mako knee procedure. One of the discs was found not to be working. Reflective sticker on the disc had marks on it (not meant to be there). Had to open another kit to replace it. Confirmed delay 20 min.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: vizadisc (107120) was used during a mako knee procedure. One of the discs was found not to be working. Reflective sticker on the disc had marks on it (not meant to be there). Had to open another kit to replace it. Device evaluation and results: visual inspection: shows that on one disc there appears to be discoloration of the reflective material. Also observed on another disc is black lettering across the reflective material. Functional inspection: performed by attaching the vizadiscs to a probe and performing probe check; the disc with faded material was not recognized by the system, however, the disc with the text was recognized. The failure mode is confirmed. Dimensional inspection: not performed as the visual and functional inspection was sufficient to confirm the complaint. Material analysis: not performed as no material failure is alleged. Product history review: review of the device history records indicate 2 packages of 15 devices each were manufactured under lot no 17136k and accepted into final stock on 06/09/2017. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 107120, lot number 17136k shows no additional complaints related to the failure in this investigation. Conclusions: the report of a vizadisc not working properly was confirmed. The cause was traced to a discoloration of the reflective material. The issue was observed during the case and resulted in a 20 minute delay. There was no further effect on the successful completion of the case. Corrective action/preventive action: the issue will be further investigated on nc 1796419.

Event description:
Vizadisc (107120) was used during a mako knee procedure. One of the discs was found not to be working. Reflective sticker on the disc had marks on it (not meant to be there). Had to open another kit to replace it. Confirmed delay 20 min.

Manufacturer narrative:
A follow up# 2 supplemental report is being submitted to correct the 510(k) number.

Event description:
Vizadisc (107120) was used during a mako knee procedure. One of the discs was found not to be working. Reflective sticker on the disc had marks on it (not meant to be there). Had to open another kit to replace it. Confirmed delay 20 min.